Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issue reappeared. The caller acknowledged and understood these instructions.